Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a product investigation was completed: upon visual inspection, it is observed that the needle component of the device got broken at proximal end. It is also observed that the components, protection sleeve and body were also missing from the assembly. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection of the received device was not performed due to post manufacturing damage. The relevant drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint is being confirmed as it is observed that the needle component got broken. A definitive root cause could not be determined for the reported problem, but there is high possibility that the needle component might have encountered unintended forces. Protection sleeve and body might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the depth gauges for 2.0mm and 2.4mm screws were found missing the tip. The sps manager handed the instrument after decontamination. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws this is report 2 of 2 for (B)(4).